Manufacturer narrative:
Device evaluation: the field engineer examined the device and found that the c-arm button inserts were worn and determined to cause the movement that occurred without a command. Buttons were replaced and the rotational potentiometer was also replaced.

Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that on june 12, a selenia dimension system turned itself without touching any buttons. No additional information available.